Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in the mid right coronary artery. The details of the lesion are unk. The 3.75x15mm quantum maverick mr balloon ruptured at twelve atmospheres. The number of inflations and to what atmospheres is unk. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. As the batch number is unk the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).